Event description:
The customer reported that a philips monitor failed to alarm and the patient suffered a cardiac arrest. CPR was commenced and defibrillator attached. The initial rhythm was asystole which became vf on treatment with adrenaline. The patient was successfully cardioverted with a single dc shock.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted after philips obtains more info concerning this event.